Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, on stent delivery system (sds) being advanced over the guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The sds was returned frozen on the guide wire, confirming the reported information. There was 36 cm of the distal end of the guide wire extending from the sds tip. There was a bend in the sds hypotube 14 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. There was a bend in the guide wire tip 6 mm proximal to the tip ball. There was a kink in the guide wire core 18.8 cm distal to the proximal end of the guide wire. After the sds and guide wire were soaked in the water bath for two days, the guide wire could not be removed from the sds. The guide wire tip was tugged on to confirm that the shaping ribbon and core were still intact. The outer diameter of the distal portion of the guide wire was measured and met manufacturing criteria. The outer diameter of the guide wire core extending proximally from the guide wire exit notch of the sds was measured and met manufacturing criteria. In this case, it is possible the coagulation of blood on the guide wire and in the guide wire lumen of the sds contributed to the reported difficulties; however, due to the devices unable to be separated, a conclusive cause could not be determined. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A conclusive cause for the reported difficulties could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position/remove the guide wire for this lot. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line. This type of reported event will continue to be monitored.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, on the balloon, stent implant, and guide wire coils, consistent with handling and the stent delivery system (sds) being advanced over the guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The sds was returned frozen on the guide wire, confirming the reported information. There was 36 cm of the distal end of the guide wire extending from the sds tip. There was a bend in the sds hypotube 14 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. There was a bend in the guide wire tip 6 mm proximal to the tip ball. There was a kink in the guide wire core 18.8 cm distal to the proximal end of the guide wire. After the sds and guide wire were soaked in the water bath for two days, the guide wire could not be removed from the sds. The guide wire tip was tugged on to confirm that the shaping ribbon and core were still intact. The outer diameter of the distal portion of the guide wire was measured and met manufacturing criteria. The outer diameter of the guide wire core extending proximally from the guide wire exit notch of the sds was measured and met manufacturing criteria. After the sds was dissected at the proximal seal, the proximal portion of the sds was removed from the guide wire with no resistance noted. The distal portion of the sds with the balloon and stent remained frozen on the guide wire. There was blood on the hypotube of the guide wire proximal to the proximal seal of the sds. The inner diameter of the sds guide wire exit notch was measured and met manufacturing criteria. After the balloon was inflated and the stent implant was removed from the balloon, offset coils were observed on the guide wire 3 mm distal to the distal end of the hypotube. The distal portion of the sds was not able to be removed past the offset coils on the guide wire. In this case, it is possible the coagulation of blood on the guide wire and in the guide wire lumen of the sds contributed to the reported difficulties and as resistance was encountered, if force was applied, this would contribute to the noted coil damage on the guide wire, further contributing to resistance with the sds. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position/remove the guide wire for this lot. There is no indication of a lot specific product quality deficiency. All stent delivery systems are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The hi torque balance guide wire is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery with moderate tortuosity and moderate calcification. The xience v stent delivery system (sds) was advanced over the balance hc guide wire. The sds became stuck with the guide wire; therefore, the entire system was withdrawn. A new xience v and an unspecified guide wire were used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.